Manufacturer narrative:
Medwatch reports ( mw5164285 and mw5164284). Follow-up report submitted to document the date of initial implant provided by the customer. The device has not been returned for evaluation as the implant is still in the body; hence a root cause could not be determined for the event.

Event description:
It was reported via medwatch that a patient's nasal implants have not absorbed after 18 months of implantation. The patient reported chronic pain, swelling, and difficulty breathing as a result of obstructed nasal valves. Update 25feb2025: the customer provided additional information that implants were placed on (B)(6) 2023 and the implants are still in the nose. A procedure has been scheduled to remove the implants, the date for the removal of implant is currently unknown. No further information is available at this time on the follow-up surgery.

Event description:
It was reported via medwatch that a patient's nasal implants have not absorbed after 18 months of implantation. The patient reported chronic pain, swelling, and difficulty breathing as a result of obstructed nasal valves. Additional information is currently being requested.

Manufacturer narrative:
Medwatch reports (mw5164285 and mw5164284).